Event description:
The nurse walked into the patient's room to provide care and found the philips cardiac monitor was turned on, but there were no cardiac or respiratory tracings on the screen and there was no alarm sounding to indicate that the monitor had lost the signal (blank display). This nurse tried turning the monitor off and back on but the monitor still had a blank screen. The monitor was turned off and the patient was observed while another nurse got a portable monitor and the patient was connected to it. The monitor was then labeled out of use and a work order was issued by this nurse for biomed to come look at the monitor. Ok to test, risk: biomed tested device. No problem was found and all required tests are within normal operating parameters. Returned the monitor to service. Biomed (B) (6).